Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter in 2 pieces. The balloon was tightly folded. The hypotube shaft was broken 56.5cm from the tip of the device. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the inner and outer shafts, the corewire and the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed, 8x3mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 2.5mm x 8mm quantum¿ maverick¿ balloon catheter was selected for use and advanced to dilate the target lesion. Inside the guide catheter, the shaft fractured >15cm away from the hub during the procedure. Another balloon was used for dilation to remove the fractured shaft and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 90% stenosed, 8x3mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 2.5mm x 8mm quantum¿ maverick¿ balloon catheter was selected for use and advanced to dilate the target lesion. Inside the guide catheter, the shaft fractured >15cm away from the hub during the procedure. Another balloon was used for dilation to remove the fractured shaft and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).